Event description:
The customer reported that there was no image on the monitor. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep found a faulty fuse in the monitor, so he replaced the fuse. The system operates as intended.